Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was visually observed and the machine alarmed. The leak was observed at the arterial hansen connector. Estimated blood loss was 500cc's. Patient had no ill effects. Sample is not available; photos of sample are available.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. Photos were received by the manufacturer and blood is observed in the dialyzer but a device failure more could not be identified. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformance during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.